Event description:
A report was received stating the ventilator's battery did not retain a charge during a surgical procedure. It was reported that neither the surgical time nor the hospital time was extended. There was no reported harm to the patient. Though requested, additional patient information has not been made available. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). Details regarding the ventilator brand were requested from the reporter but additional information has not been provided.